Event description:
It was reported that the controller battery had gone dead and they couldn't get the controller battery to recharge. The patient (pt) said that when they tried to recharge the controller, the controller battery just kept going down. Pt noted that they charge the device every day. Pt said that the controller battery started off at 90%, however the controller battery kept going down even though they were charging it and it was now at 60%. Pt said that they had reset the controller even. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pt saw no apparent damage to the equipment. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt unlock the controller; pt saw the batteries screen with recharging indicated. Pt noted that the controller battery was now still at 60%. Pt noted that they never let the battery get below 90%. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. When asked for the event date, patient stated that it was just last night. The patient called back and reported that they cannot get their controller to power on. Patient stated that they received a replacement battery pack yesterday and that they charged the battery pack and implant last night. Patient went to unplug their controller from the charger this morning and noticed that the screen was blank and the controller would not respond to the white button being pushed on top of the controller. Patient noted that they tried to take the back compartment door off to do a reset of the controller and were unable to get the back off. Patient mentioned that the back door will not move at all and that getting the back door off has never been this hard before. Agent had the patient try to push on the indented lines on the back compartment door and slide the door off; patient said the door would not budge. Agent had the patient inspect the ac power supply cord to see if the green light was on; patient confirmed the light was on. Agent had the patient inspect the controller port for any visible damage; patient confirmed there is no damage. Agent had the patient try and plug the controller into the ac power supply cord; patient reported that the controller did not power on. Agent had the patient grab a screw driver to pry the back door off; patient stated that it worked and they got the back off and the controller powered back on. Patient noted that they had to flip the battery in order for the controller to power back on. Patient mentioned the controller is working and they can feel stimulation. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned that they did have a complaint about the back compartment door and how difficult it is to get off the controller. Patient thinks it should not be that hard. The patient called back again and reported that they received a new li battery but they have to reset the controller every time they go to use it because the controller will not turn on. A request was sent to repair for the controller. Pt called back inquiring assistance on setting up their new controller. During call agent walked pt through setting up the controller and was able to recharge the ins at excellent.

Manufacturer narrative:
Continuation of d10: product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6), product type accessory, product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp. Serial# (B)(6). Product type: accessory. Product ID 97745. Serial# (B)(6). Product type programmer patient. H3. Analysis of the controller found nonconformances. The lcd was damaged. The main board connector pins were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.